Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker does not work anymore. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient harm was reported.